Manufacturer narrative:
A picture was provided at intake. Through visual inspection of the picture, it was observed the weld was compromised.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.